Event description:
The pt was mute and had right side hemiparesis and a history of atrial fibrillation. The pt presented with a nihss score of 28 and was treated for a stroke in the left m1 first with three passes of the merci retrieval device and 49 mg of IV tpa then with the penumbra system 054 delivered over a rapid transit and 018 road runner guide wire. On the same day as treatment the pt had a hemorrhagic transformation in the basal ganglia. The event was not considered a serious adverse event, with a severity rating of moderate, possibly related to the device and possibly related to the angiographic procedure. The hemorrhagic transformation was treated with remedial therapy and the pt later expired on (B)(6) 2010, due to a large infarction.

Manufacturer narrative:
The product was not returned for eval. Without the return of the device, the root cause of the problem cannot be determined. Conclusion: hemorrhage is a potential adverse event with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The report of these events came from data collected for the post-market clinical study (B)(4).